Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer alleged the pump was not delivering insulin correctly. Impact to blood glucose was not reported. The customer reverted to a non-tandem pump for insulin therapy and blood glucose control has shown improvement.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.